Event description:
It was reported that there was tip breakage of the device and the fragment remained in the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was tip breakage of the device and the fragment remained in the patient.

Manufacturer narrative:
Alleged failure: tip breakage, the fragment is remained to the patient. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: use of excessive force, movement of guide out of orientation to pilot hole, use of wrong drill. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.